Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: two samples were provided to our quality team for investigation. The products were thoroughly inspected, no damage or other defects were identified that could have contributed to the reported leak. A device history review was performed for reported lot 2310050, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned product underwent these evaluations and no issues were identified, no leakage past any of the stoppers was observed. Retained samples of the reported lot were used for additional evaluation. The products were visually inspected, no defects or damage was noted on any of the syringe components that could lead to a leak and all stoppers were verified to be properly assembled on to the plunger rod. Leakage testing was performed and product was verified to meet required specification. Based on our investigation and given we did not observe any leakage or damage on the samples provided, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative.

Event description:
I would like to inform you of an incident encountered with the following medical device: syringe for syringe pump 50 ml reference: plastipak (B)(4). Lot: 2310050. Description of incident / malfunction(s):: during use, liquid passes to the other side of the plunger (a0504) . Consequence(s) of incident : no adverse effects reported (e2403) . Please inform us of the results of the investigations that will be carried out following this problem. The device is at your disposal for expertise.